Event description:
Event description cpi received information that this implantable pulse generator (ipg) will not allow telemetry. The programmer displayed a message "out of range". Tech services recommended device explant.